Event description:
It was reported a family member of the pt noticed a lot of air in the introducer that was just changed over the wire and x-rayed. The clinician was called to the pt's bedside. She placed an IV and discontinued the sheath introducer after changing the blue cap and trying to see if it could be figured out. The connection between the body of the introducer and the clear plastic to the infusion port was loose. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).